Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, hernia recurrence, and rash allergic reaction. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced inflammation, rash, nerve damage, chronic pain, adhesions, hernia recurrence, and rash allergic reaction. Post-operative patient treatment included amputation, hospitalization, revision surgery, exploratory laparotomy, mesh removal, and hernia repair with new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, hernia recurrence, and rash allergic reaction. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced inflammation, rash, nerve damage, chronic pain, adhesions, hernia recurrence, rash allergic reaction, ileus, partial small bowel obstruction, abscess, osteomyelitis of the fourth metatarsal & proximal phalanx, staph aureus, cellulitis, swelling, redness/erythema of leg, macrocytosis, pruritis, allergic reaction to mesh, foot remaining insensate with motor & sensory neurapraxia, decubiti, general weakness, withdrawal from fentanyl patch, leg sciatic nerve compression syndrome, open abdominal wound, compressive <(>&<)> peripheral neuropathy, cannot sit for longer than an hour, lymphedema of the leg, numbness along back of leg, foot numb, lower extremity edema, pressure ulcers on foot, midline fascia attenuated, devitalized tissue, seroma, abdominal pain, sciatic nerve injury, superimposed incidental length-dependent sensorimotor polyneuropathy, burning sensation down leg to foot, depression, suicidal ideation, leg weakness, antalgic gait, permanent hemiparesis, sensory loss of the rle, draining sinus, serous malodorous drainage from wound, phantom limb pain, stitch granuloma, purulent drainage at stump, ulcer on stump, fibroid necrosis, & complex regional pain syndrome. Post-operative patient treatment include d right below the knee amputation, hospitalization, revision surgery, exploratory laparotomy, mesh removal, hernia repair with new mesh, x-ray, CT scan, MRI, antibiotics, drainage of leg abscess, steroids, epidural catheter, use of wheeled walker, pain medication, repair of hernia, debridement of devitalized tissue, wound vac, bone biopsy, ankle splint, physical therapy, use of prosthesis & cane, & right below the knee amputation revision surgery.

Manufacturer narrative:
Additional info: a1, a4, a5b, b2, b5, b6, b7, h6 (patient codes, ime e2402: superimposed incidental length-dependent sensorimotor po lyneuropathy, permanent hemiparesis, sinus, ileus, macrocytosis, leg sciatic nerve compression syndrome), & additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.